Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer radiofrequency (rf) head was placed over the patient's implantable pulse generator (ipg), the device was pacing at the maximum sensor rate. Rate response was turned off, and the rate fell to the lower rate. Different programming combinations were attempted, but it was determined that the device was pacing at the upper rate whenever the rf head was over the device. When the rf head was removed, the rate stabilized and returned to normal. The ipg and rf head remain in use. The patient was noted to have a very superficial pocket. No patient complications have been reported as a result of this event.